Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator fascia and valve system was received at fisher & paykel healthcare in (B)(4) where they were visually inspected. Results: visual inspection of the returned components revealed physical damage to the gas inlet port. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infant until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. All neopuff infant resuscitator units are visually inspected and performance tested before leaving the production line and those that fail are rejected. The physical damage observed was most likely due to impact to the subject neopuff unit. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient. The subject neopuff was repaired at our french service center and returned to the healthcare facility after passing the performance checks specified in the neopuff technical manual.

Event description:
A healthcare facility in (B)(6) reported that the gas port of an rd900 neopuff infant resuscitator was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is currently en-route to fisher & paykel healthcare in (B)(4) for investigation, to determine if it had malfunction which might have caused or contributed to the reported event. We will provide a follow-up report upon completion of our investigation.

Event description:
A healthcare facility in france reported that the gas port of an rd900 neopuff infant resuscitator was broken. There was no patient involvement.